Event description:
Same case as MDR ID# 2134265-2012-00445 it was reported that during a rotational atherectomy treatment procedure, the rotational speed would not display on the console and a vessel perforation occurred. The target lesion was located in a heavily calcified mid right coronary artery. During preparation of the rotablator console outside of the patient, rotational speed was observed to be correctly displayed and a platform speed was able to be successfully set. However, during ablation of the lesion neither the speed or event time would illuminate on the console display. It was noted that the dyna glide light was still functioning. Rotablation was successfully completed by listening for drops in rotational speed and by using a timer located on the x-ray monitor to time the ablations. To continue the procedure, the 2.0x8 or 2.5 x 8 apex balloon used for pre-dilation was advanced and a single inflation was performed. An ion otw stent was advanced and during positioning a small perforation due to the previous balloon dilation was noted. The physician kept the balloon inflated in the vessel to seal the perforation and the procedure was ended. Two days later the patient was brought back, ivus was performed and the stent was post-dilated to insure adequate apposition. No further patient complications were reported and the patient status is listed as well.

Event description:
Same case as MDR ID# 2134265-2012-00445. It was reported that during a rotational atherectomy treatment procedure, the rotational speed would not display on the console and a vessel perforation occurred. The target lesion was located in a heavily calcified mid right coronary artery. During preparation of the rotablator console outside of the patient, rotational speed was observed to be correctly displayed and a platform speed was able to be successfully set. However, during ablation of the lesion neither the speed or event time would illuminate on the console display. It was noted that the dyna glide light was still functioning. Rotablation was successfully completed by listening for drops in rotational speed and by using a timer located on the x-ray monitor to time the ablations. To continue the procedure, the 2.0x8 or 2.5 x 8 apex balloon used for pre-dilation was advanced and a single inflation was performed. An ion otw stent was advanced and during positioning a small perforation due to the previous balloon dilation was noted. The physician kept the balloon inflated in the vessel to seal the perforation and the procedure was ended. Two days later, the patient was brought back, ivus was performed and the stent was post-dilated to insure adequate apposition. No further patient complications were reported and the patient status is listed as well.

Manufacturer narrative:
Device code 1183 relates to component code 416.device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the rotablator console was received for analysis. Visual inspection of the console revealed a broken void seal, customer applied labels, damaged rubber feet, and a nearly illegible serial number. Functional analysis revealed a massive gas/air leak at the turbine pressure switch. The console was then tested with a 1.75mm rotalink burr. The console failed to rotate the burr due to a massive gas/air leak from the turbine pressure switch and as a result no speed was displayed on the console. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Given the age of the console, the most probable root cause for the failure is normal wear and tear. (B)(4).